Event description:
According to the facility on (B)(6) 2026, the "qtips (listed in the pack as cotton tip applicator were used from pack) - noted to have fraying fibers on some of the applicators. Some were worse than others, but fibers were coming off of the applicator when used in the surgical site (eye) and requiring the surgeon to pull these from the surgical site. No harm occurred.

Manufacturer narrative:
According to the facility on (B)(6) 2026, the "qtips (listed in the pack as cotton tip applicator were used from pack) - noted to have fraying fibers on some of the applicators. Some were worse than others, but fibers were coming off of the applicator when used in the surgical site (eye) and requiring the surgeon to pull these from the surgical site. No harm occurred. It has been determined that the reported event could cause or contribute to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.